Event description:
Caller states the use by date on the comfort curve test strip vial label is 2010; MFR's batch record confirmed the actual use by date to be 11/30/2006. No adverse event reported. Requested return of product, replacement sent.